Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was noted that there was moisture within the cartridge compartment. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 29-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 08-nov-2017 with the following findings:during investigation, visible moisture was found on the display. No moisture was found in the cartridge compartment. A leak was found in the display lens. The pump was opened to find moisture corrosion on the printed circuit board and motor assembly. No moisture was found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.